Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the air embolism cannot be determined. It should be noted that the reported patient effect of air embolism, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report air located in the left atrium during use of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4. The devices were successfully de-aired per the instructions for use (IFU) during preparation. The steerable guide catheter (sgc), was advanced and the cds was inserted. After steering the clip down to the mitral valve air was noted located in the left atrium. Air remained stable under the pulmonary vein. It was not clear where the air came from. All side ports of the three-way stopcocks were closed and working properly. There was no air in the devices. The mitraclip procedure was continued, the clip was placed and air was no longer visible. The clip was implanted and mr was reduced to <1. The patient is stable. It is the physicians opinion that the mitraclip devices did not cause the noted air. No additional information was provided.